Event description:
Customer reports having incorrect unit of measure on her adc meter after battery change. The product has since been received and, during the course of investigation, exhibited memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.